Manufacturer narrative:
(B)(4). Batch #: t5cu2n. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w reload loaded in the device. The reload was received unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to what caused the firing mechanism to fail. It is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings, causing an increase of the internal forces, resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy, the device was stuck on tissue. The first firing did deliver staples, but the second firing didn't. The staple line was complete and on the first firing, the cut line was complete, but on the second firing, the device stuck to the patient's skin and would not open. Multiple troubleshooting attempts, such as squeezing the trigger and the release. It took a lot of force to get it to release. A similar device was used to complete the case. No patient consequences were reported.